Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump initiated an additional load fill process without user interaction while the customer was connected to the site. The customer's blood glucose (bg) level subsequently decreased; value was not provided. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. The customer reverted to an alternate method of insulin therapy.